Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe0108 showed one other similar product complaints from this lot number.

Event description:
It was reported that purchaser of medical device department found there were breaks in the packages of two sets of PICC outer after she opened the whole box when she was inspecting the goods. Therefore, she rejected it and the catheters of which the packages were broken were not used on the patient. Due to the urgent clinic needs of PICC in chemotherapy, the PICC catheters in the other complete packages in the box were used. The insertion was successful.